Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was unknown if the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with vancomcyin (2 gm, repeated on 7 day, route not reported) and fortum (1gm, daily up to 14 days, route not reported) for peritonitis. At the time of this report, the patient's recovery status was unknown. The action taken with dianeal and extraneal therapies were not reported. No additional information is available.